Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06157.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report #1627487-2015-06157.it was reported the patient experienced a fall and subsequently began experiencing ineffective stimulation. X-rays taken indicated the patient's scs lead migrated. Surgical intervention took place on 03/20/2015 at which time it was noted the patient's lead had pulled out of the ipg header and the distal end of the lead was lodged in the ipg header. As a result, the patient's ipg and lead were explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Results: the complaint was confirmed for ineffective stimulation. The returned octrode lead had the last terminal end broken off inside the ipg header due to overstress condition the lead was subjected to when the patient fell. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.